Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. The capsule was found at the back of the patient's mouth when the physician went back down to verify placement. There was no harm to the patient, no intervention was required, and no repeat procedure was performed as they used another capsule within the same day to complete the procedure. The physician felt resistance on the plunger when depressing and the patient did not noted a grade c esophagitis. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. No corrective action is required, because no failure mode was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. The capsule was found at the back of the patient's mouth when the physician went back down to verify placement. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. The physician felt resistance on the plunger when depressing.